Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was found to have multiple tears. All of the keypad buttons responded appropriately during testing. The keypad cover was removed and contamination was found under all of the button contacts. Evaluation also revealed that the display screen was dim and fading. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that there was evidence contamination under all of the keypad buttons. Evaluation also revealed the display screen was dim and discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.